Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the sysmex innovin laboratory method. The result from the meter was 3.4 inr. The result from the laboratory within 2 hours was 2.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. The test strips were returned. The test strips and strip vial showed no defects. The returned test strips were tested on reference meters with high level qc. The specified target range was 2.4-3.0 inr. All inr values were within the specified target ranges. No error messages occurred. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned material and the retention material meet specification. The investigation did not identify a product problem. The cause of the event could not be determined.